Event description:
It was reported that a patient was admitted for hospice/end-of-life care due to a history of end stage heart failure. Dobutamine (bag concentration 2000mcg/ml, total volume 250ml) was ordered to infuse at 7.5mcg/kg/min. The patient's weight was 64.6 (based on the logs provided to bd), which results in the rate dose calculation of 14.535ml/hr. The infusion was started on (B)(6), 2023. It was reported that the error was caught by another clinician on (B)(6), 2023, and the reporter believes that dobutamine has been running at 7.5ml/hr. Instead. The dose was then corrected at the time. The patient reportedly expired on (B)(6), 2023. The clinician is unable to determine at this time whether the underdosing contributed to the death.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,b,c,d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that a patient was admitted for hospice/end-of-life care due to a history of end stage heart failure. Dobutamine (bag concentration 2000mcg/ml, total volume 250ml) was ordered to infuse at 7.5mcg/kg/min. The patient's weight was 64.6 (based on the logs provided to bd), which results in the rate dose calculation of 14.535ml/hr. The infusion was started on (B)(6) 2023. It was reported that the error was caught by another clinician on (B)(6) 2023, and the reporter believes that dobutamine has been running at 7.5ml/hr. Instead. The dose was then corrected at the time. The patient reportedly expired on (B)(6) 2023. The clinician is unable to determine at this time whether the underdosing contributed to the death.